Manufacturer narrative:
Additional information was requested and the following was obtained: surgery date: (B)(6) 2013. Procedure: laparoscopic incisional hernia. (B)(6). Recurrent hernia repair on (B)(6) 2013.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of maude event report mw5063063. Attempt is being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Was the hernia repair associated with this event performed on primary or recurrent hernia? What was the defect size/type/location of the hernia associated with this event? Mesh size and overlap? Was the procedure associated with this event open or laparoscopic? If applicable in what tissue layer did you place the mesh? (Onlay, retro-muscular, extra peritoneal or intra abdominal). If applicable, closure of the defect (yes or no), use of stay sutures (how many), permanent or absorbable? If applicable, the mesh fixation technique: device and technique? (Single or double crown; spacing between implants). How much time from initial hernia repair to hernia recurrence? Was there any triggering event prior to present recurrence? (E.g. Weight gain, sneezing, coughing, strenuous activity)? How was the recurrence diagnosed? Please provide the date of reoperation. Mesh location and integrity? Was any deficiency or anomaly of the mesh? If yes, please describe it. Are there any pictures available?

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2013 and the mesh was implanted. Following the procedure, the patient experienced a recurrent hernia and underwent a mesh removal on (B)(6) 2013. Additional information has been requested.